Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR report: 1627487-2019-00604, 1627487-2019-00605. It was reported the patient lost weight, causing the ipg and anchors to be superficial. Surgical intervention is planned.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-00603; 1627487-2019-00604; 1627487-2019-00605. On (B)(6) 2019, the patient had his right flank ipg relocated to left flank. The patient's culture results revealed a minimal staph infection, and a low grade fever and slight swelling on the right incision area where the ipg previously was placed was reported. Antibiotics were administered, which addressed the issue.